Event description:
It was reported to bioprotect ltd. That a bioprotect balloon implantation procedure was performed on (B)(6) 2026. Ultrasound visualization was poor due to patient's insufficient bowel preparation and thin rectal wall. Digital rectal examination (dre) and CT following the procedure confirmed the balloon was placed in the lumen of the rectum. The patient was referred to a local ER where the balloon was subsequently aspirated and removed. A 5 mm puncture in the rectal wall was repaired by a colorectal surgeon. The patient is expected to receive a replacement spacer, and his radiation treatment was delayed.